Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Evaluation of the returned device noted the trap door to be crooked which could have contributed to the reported event. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent procedure utilizing a suture passer on (B)(6), 2011. During the procedure, the surgeon had difficulty passing the suture during attempted tissue fixation. There was no injury to the patient or significant delay to the procedure as a result. No further information has been provided to date.